Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during planned maintenance, it was noted that the interlock system was not functioning. There was no report of patient involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. Inspection of the unit revealed a missing interlock circle clip. The MDR was filed following a retrospective review related to a (B)(4) response.